Event description:
Additional information reported stated that the death was not device or lead related. The patient deceased at presbyterian hospital in philadelphia due to a post procedure -tarv- post op complications.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.